Manufacturer narrative:
The concomitant product has been received on (B)(6) 2016 and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak between a quad fuse IV extension set and a non-carefusion/bd connector during an unspecified infusion. Although requested, no additional event information is available. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of fluid leaking from the lumen of a quad-fuse extension set while connected to a non-bd clave was not confirmed or replicated. All 4 lumens, with non-bd clave attached, were functioning effectively throughout investigational testing. The root cause of the reported failure could not be determined.